Manufacturer narrative:
The reported malfunction was observed and attributed to a shorted system interconnect flex cable. The cable was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.